Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 0002184052-2016-00116.

Event description:
The sales associate reported an instrument broke. The threaded screw inserter shaft broke during a removal. This was a possible revision for unknown reasons.